Manufacturer narrative:
Argus case ID (B)(4).

Event description:
Accidental intake (medication error without harm) [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (corega tablets) tablet for denture wearer. On an unknown date, the patient started corega tablets. On an unknown date, an unknown time after starting corega tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tablets. Additional details: a consumer's relative reported that the patient had used corega cleanser tablets for cleaning her prosthesis and on (B)(6) 2019 she drank the glass with the water where corega was dissolved. She had not presented any adverse events. She drank water and a glass of milk.